Manufacturer narrative:
Sections with additional information as of 26-mar-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation most likely underlying root cause: mlc-62: user had poor technique. Note: during follow-up call on (B)(6) 2020, the customer's condition had improved and he did not currently have any diabetic symptoms. Customer stated that an hour after the initial call and taking 20 units of insulin, he had performed a blood glucose test with the meter and had obtained a result of 400 mg/dl. Customer stated he had taken 10 more units and an hour later had obtained a blood glucose result of 205 mg/dl and that his vision had been less blurry. Customer stated that due to the blurry vision and results obtained, he had gone to see his doctor on (B)(6) 2020. Customer stated the doctor had sent a blood sample to the lab, and that depending on the result from the lab, the doctor will move forward for him to see an ophthalmologist. Customer stated that he is comfortable with the glucose results that he is getting with the meter.

Event description:
Consumer reported complaint for e-5 error code. Customer stated he had tested several times prior to call and had only obtained e-5. At the time of the call, the customer stated that he had blurry vision. Customer stated that he believed his glucose level was high and that he had administered 20 units of insulin. Medical attention was not needed at the time of the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/27/2021 and open vial date is (B)(6) 2020.